Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 50 to 60 mg/dl. The customer's current blood glucose is 89 mg/dl. Customer also had blood glucose level of 70, 200 and 225 mg/dl. The customer did not provide any symptoms such as a result of low blood glucose. The customer was treated for low blood glucose with glucose tablets. Customer also reported air bubbles in reservoir. Troubleshooting was done for low blood glucose. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump and reservoir will not be returned for analysis.